Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook 6 shooter saeed multi-band ligator. The barrel separated from the endoscope after entering the patient's mouth. The device was able to be removed via the user's hand. Another of the same device was used to complete the procedure. A section of the device did not remain inside the patient's body. Other than removing the barrel from the patient's mouth, the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional comments regarding section: the lot number could not be specified by the initial reporter. However, one used and two unused devices from lot number (B)(4) was returned for evaluation. (B)(4), manufacture date 01/22/2015, expiration date 01/22/2016. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The handle, loading catheter, barrel (with elastic bands in place and trigger cord attached) were included in the return. A review of the recommended scope size for this product indicated that this product is recommended for endoscopes having a distal end diameter of 8.6 mm (0.338") - 9.2 mm (0.362"). A dimensional verification of the friction fit portion of the adapter was performed using minus pin gauge. The friction fit material shows no signs of damage or separation from the distal end of the barrel. The user did not provide the scope model number so compatibility could not be determined. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The two possible sub assembly work orders for the friction fit adapter were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number provided with the returned product was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Labeling on the device lists the recommended endoscope size for each reorder number. Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. The caution label on the device instructs the user to "ensure barrel is fully advanced onto tip of endoscope. Failure to do so may result in barrel becoming dislodged". Prior to distribution, all 6 shooter saeed multi-band ligator are subjected to a visual inspection to ensure device integrity. A review of the device history record for the lot number confirmed that this lot met all manufacturing requirements prior to shipment. Correction action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.